Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device "started by itself and alarmed for circuit disconnection." The device was not in use when the fault occurred, therefore, there was no patient involvement.